Manufacturer narrative:
Product analysis: as found condition: the pushwire was returned inside the outer carton, bio-hazard bag, and shipping box. The pipeline flex shield braid and catheter were not returned . Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube and ptfe shrink tubing were also intact, exhibiting no signs of elongation. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. No other anomalies were noted. Testing/analysis: n/a. Conclusion: based on the returned devices, the customer complaint was not confirmed, as the pushwire was returned without the braid and catheter. No damage was found with the returned pushwire. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during the delivery procedure. However, since the customer indicated that the vessel tortuosity was moderate and a continuous flush was used, these were ruled out as potential causes. The root cause could not be determined. As the braid and catheter were not returned, their potential contribution to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the pipeline flex with shield technology stent was deployed, recapturing the distal tip with the sleeves was unusually difficult. It was noted that the pushwire/capture coil stuck during retraction in the location of the ptfe sleeves. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a ruptured, fusiform, right middle cerebral artery (mca) aneurysm with a max dia meter of 7 mm and a 7 mm neck diameter. The landing zone arterial diameter was 1.9 mm distally and 3.1 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was not administered. The angiographic result post p rocedure showed the implanted device looked fine; the case went very well. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an indication that is not approved (right mca; off-label). The pushwire was rotated during removal. The pushwire and catheter were not damaged. The capture coil was not damaged during removal. The ancillary devices included a phenom 27 microcatheter. 2025-oct-10 e1 (rep, hcp, for): additional information was received. There was no friction or difficulty during delivery; the case proceeded as expected. The catheter was flushed per IFU and placed on a drip line. The procedure was completed by deploying the device and, rather than recapturing the sleeves, removing the wire and catheter together. The cause of any resistance was not determined.

Manufacturer narrative:
**** Supplement was sent for correction h2- report source , unchecking the foreing box since this report is a us complaint. **** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.